Manufacturer narrative:
During an aneurysm coil embolization due to incorrect positioning of the first enterprise vrd, a second enterprise was deployed; however, due to interaction with the delivery wire, it the vrd dragged backward. Both the vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. There was no patient injury reported. The procedure was coil embolization assisted with enterprise vrd of a basilar artery trunk that was not calcified and not tortuous. Initially, several coils were successfully placed in the target aneurysm using an excelsior sl10. Then, the first enterprise vrd ((B)(4)/lot unknown) was placed along the aneurysm. However, it turned out that proximal distal markers were incorrectly positioned therefore it was decided to place an additional vrd to cover over the area (the stent expanded correctly). Then, the second vrd ((B)(4)/10077202) was deployed in the right position. It was reported that it was confirmed that it was fully deployed. However, while withdrawing the vrd delivery wire, the second vrd got stuck with the delivery wire and was dragged out to the microcatheter. Both vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. No patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. There were no issues during placement of the enterprise system or issues between the enterprise systems and microcatheter that may have contributed to the event. The distal tips were not prolapsed. The microcatheter used with devices was either the prowler select plus (catalogue and lot unknown) or excelsior sl10 (str), and there were no complaint against the microcatheter. No other procedures are planed due to the stent proximal distal markers were incorrectly positioned. It was reported that the procedure was completed without further issues. No further information was available. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10077202. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The delivery wire and stent were not returned for analysis. Based on the available information no definitive conclusion can be made regarding the reported interaction between the delivery wire and the second enterprise vrd. It is possible that vessel characteristics/angulation in the area that the stent was placed may have contributed to the event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00158 and 1058196-2012-00159.

Event description:
The procedure was coil embolization assisted with enterprise vrd of the ba trunk that was not calcified and not tortuous. Initially, several coils were successfully placed in the target aneurysm using an excelsior sl10. Then, the first enterprise vrd (enc452212/lot unknown) was placed along the aneurysm. However, it turned out that proximal distal markers were incorrectly positioned; therefore, it was decided to place an additional vrd to cover over the area (the stent expanded correctly). Then, the second vrd (enc452212/10077202) was deployed in the right position. However, while withdrawing the vrd delivery wire, the second vrd got stuck with the delivery wire and was dragged out to the microcatheter. Both vrd (stent) and delivery wire were safely retrieved and the procedure was completed without any further issues. No patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. There were no issues during placement of the enterprise system or issues between the enterprise systems and microcatheter that may have contributed to the event. The distal tips were not prolapsed. The microcatheter used with devices was either the prowler select plus (catalogue and lot unknown) or excelsior sl10 (str), and there were no complaint against the microcatheter. No other procedures are planned due to the stent proximal distal markers were incorrectly positioned. No further information was available.

Manufacturer narrative:
No information was picked because there was no code available for the device failure/outcome. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00158 & 1058196-2012-00159.